Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had brown particles in the administration line. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6, h11. H4: the lot was manufactured between june 11-12, 2024. H11: the actual device was received for evaluation. A visual inspection noted two brown particulates, measured to be 0.05 and 0.10 square mm in size. The particles were embedded in the material of the tubing line and were not in the fluid path. The particles were identified to be polyvinyl chloride (pvc) via ftir test (fourier-transform infrared spectroscopy). Pvc is the material of the device tubing line. A fragment of the pvc (brown particle) can potentially be embedded in the material of the tubing line during the manufacture of the tubing line. Burnt pvc is a byproduct of the tubing material. The reported condition was verified. The cause of the condition was manufacturing related, however, since the particles were not in the fluid path, it is unlikely to cause harm. This issue does not impact the sterile pathway. Particles outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.